Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9mpea03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 460 mg/dl at 11:35 p.m. On the contour next link 2.4 meter. A repeat testing was performed on a non-ascensia meter at 11:42 p.m. And a reading of 194 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.